Event description:
A malfunction alarm occurred due to the display of malf 13, and a fault ID of 13-0x221d was noted. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.